Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. A visual inspection with the naked eye noted no sponge inside the minicap or loose inside the packaging. The reported condition was verified. The cause of the condition was related to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a missing sponge was identified on the minicap. There was no patient involvement. No additional information is available.